Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) svb8, (implant, screw-vent, 3.7mm collar sel sbm, 8mm l) for evaluation. Visual evaluation was performed. The returned implant has signs of use and was identified as reported. The implant was observed fractured at the collar region and was attached to an unknown removal tool. DHR review was completed for the subject lot number 62046771. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62046771 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The returned implant was fractured at the collar region. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided d4: unique identifier (UDI) number not available g4: premarket identification: k011028/k013227 h4: device manufacturer date unknown / not provided

Event description:
The doctor reports that the dental implant located in position number 36 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Bone type: iii